Event description:
Information from intl. Clinical trial database. Five days after coiling CT revealed an ischemic lesion in aca territory according to left pericalosal artery. Coils used: model number & product name: x-7-15-t10-tc nexus tetris 3-d csr. X-6-12-t10-tc nexus tetris 3-d csr. X-5-10-t10-tc nexus tetris 3-d csr. X-4-10-t10-hss nexus helix supersoft csr. X-3-8-t10-hss nexus helix supersoft csr. X-2-6-t10-hss nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Registry information. Another country's registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.